Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source. Troubleshooting with tandem technical support, was performed. There was no impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer and the issue was resolved.